Manufacturer narrative:
(B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 10, 2022 that a flexiva pulse laser fiber was used during a ureteroscopy procedure to treat stones in the kidney, performed on (B)(6), 2022. The laser unit used was a lumenis versa pulse laser console. During to the procedure, the staff touched the laser fiber connector to disconnect and was surprised how hot the piece had become. The fiber connector was too hot to comfortably disconnect with bare skin touching the piece. Had to wait until it cooled. There was no burn injury to the operator. The procedure was completed with another flexiva pulse laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results: the returned flexiva pulse laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in three pieces. The first piece measured 277.5 cm from the end of the fiber body to the exposed glass tip. The second piece measured 4.7 cm which is the sma boot and the third piece measured 3.5 cm which is the sma connector. The exposed glass tip measured 2 mm and had normal degradation. A functional evaluation revealed that the light from the sma connector was distorted, indicating that there was a fracture within the fiber connector. No other problems with the device were noted. The reported event of the flexiva pulse laser fiber connector overheats was confirmed. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector and the prolonged use of the device ultimately resulted in the device overheating and causing the sma connector to detach from the fiber body. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse laser fiber was used during a ureteroscopy procedure to treat stones in the kidney, performed on (B)(6) 2022. The laser unit used was a lumenis versa pulse laser console. During to the procedure, the staff touched the laser fiber connector to disconnect and was surprised how hot the piece had become. The fiber connector was too hot to comfortably disconnect with bare skin touching the piece. Had to wait until it cooled. There was no burn injury to the operator. The procedure was completed with another flexiva pulse laser fiber. There were no patient complications reported as a result of this event.